Event description:
It was reported by the physician that following an aortic valvuloplasty, an 8f angio-seal sts plus device was used. The patient was a referral from another hospital. A cordis 9f x 12cm introducer was used in the femoral arteriotomy. The physician stated that the entire valvuloplasty procedure was performed without complications. The angio-seal vascular closure was performed and effective hemostasis was achieved. The doctor claimed that no hematoma, no oozing,or bleeding was detected. The patient was discharged from the hospital at the end of the day and transferred back to the original hospital. On (B) (6) 2009, a hematoma at the access site was present and manual compression followed with a compression dressing was applied. On (B) (6) 2009, the patient complained of femoral pain. The patient was transferred back to the procedural hospital where an echo-doppler was performed which was read as normal, so the patient was transferred back to the original hospital to start rehabilitation. Approximately 30 days later, the patient went into shock and was urgently transferred to a third hospital where the surgeon tried to repair the artery and correct the internal hemorrhage, however, the patient expired. There will be no additional information available regarding this event.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined; however, the introducer sheath used for the procedure was a 9f and the physician sealed with an 8f angio-seal. The angio-seal device IFU states the 6f angio-seal device should be used on 6f or smaller procedure sheath arteriotomies and the 8f angio-seal should be used on 8f or smaller procedure sheath arteriotomies. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) caution that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.